Event description:
It was reported that during an administration of intravenous fluid, air passed through the device and could be seen at downstream side of the device. There was no report that air progressed further in the administration set. No pt sequelae were reported.

Manufacturer narrative:
H3: device evaluation begun, but not yet completed.